Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had trouble with removing the paper backing from 2 infusion sets to stick to her body. The customer stated this occurred around (B)(6). During the call, the customer stated that her current blood glucose was 50 mg/dl. Customer stated her blood glucose level goes down to the 40 mg/dl range. The customer stated she felt fine; she would be treating and declined troubleshooting.